Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent a primary breast augmentation with saline mentor smooth round high profile 630cc breast implants and experienced bilateral pain post-operational. The patient was hospitalized in 2018 and informed her implants were too large and heavy resulting in her back pain. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc, catalog number 3505004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the right side.